Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector was unable to be connected to a non-baxter syringe. The reporter stated that "the product will not go on the syringes at all." This occurred in the imaging department during set-up, before use. There was no patient involved. No additional information is available.